Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Reported by the dm on behalf of the customer via email - needle malfunctioned during case. Additional information received from the customer - "I attempted to advance the needle to do a biopsy. As I did so, the patient coughed and the needle bent making it hard to retract the needle back into the sheath. Ultimately, I had to pull the needle back a bit harder and as I did so the sheath dislodged and pulled back as well. It could have led to scope damage but fortunately there was none." Note: fuji scope used. Lab evaluation: (B)(6) 2022. Visual inspection: distal end of needle examined and break observed approx. 3.1cm from the sheath tip. No issue observed with the sheath. Functional inspection: sheath extender able to advance and retract with no issue. Needle able to advance and retract with difficulty. Sheath extender locked at 0 position and attempted to be moved but unable to. Stylet able to insert and be removed without issue. The following has been requested-on (B)(6) 2022. Did any unintended section of the device remain inside the patient¿s body? If yes, please describe. Did the patient require any additional procedures due to this occurrence? Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. Was the patient hospitalized or was there prolonged hospitalization due this occurrence? The following has been requested.-on (B)(6) 2022 the following has been answered- on (B)(6) 2022 1. Please provide a detailed description of the event. "I attempted to advance the needle to do a biopsy. As I did so, the patient coughed and the needle bent making it hard to retract the needle back into the sheath. Ultimately, I had to pull the needle back a bit harder and as I did so the sheath dislodged and pulled back as well. It could have led to scope damage but fortunately there was none." 2. What was the date of event? Date of event thursday (B)(6) 2022. 3. What is the lot # of the device? Lot # c1926553 4. Will this be reported to the FDA? No, the event will not be reported to the FDA. 6. Is the device available for return? The device is available for return. 7. What type of procedure was being performed? The needle was used during an ebus. 8. Were any interventional procedures performed due to the occurrence? No interventional procedures were needed due to the occurrence. 9. Did the device make patient contact? Yes the device made patient contact. The following has been requested.- on (B)(6) 2022 the following has been answered- on (B)(6) 2022 4.1 for all complaints, ask: are images of the device or procedure available? N/a, yes, no the device itself is available. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end. The kink was at the distal end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no other defects were observed? Please specify if yes. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no the kink was not observed before inserting the device into the scope. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no the device damage was not located at the notch? If no, please specify where the damage is located: was gaining access to the target site difficult? N/a, yes, no gaining access to the target site was not difficult. Was the device used in a tortuous position? N/a, yes, no the device was not used in a tortuous position. Was puncture of the target site difficult? N/a, yes, no puncture of the target was not difficult. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). The target site was in the lungs. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Node 11r was targeted. Please describe the size of the intended target site. The node was 2cm if not with the device in question, how was the procedure performed and/or finished? Another needle was used to complete the procedure. Was the device damaged in packaging prior to removal? N/a, yes, no the device was not damaged in packaging prior to removal. Was the device damaged on removal from packaging? N/a, yes, no the device was not damaged on removal from packaging. Was force required to remove the device? N/a, yes, no force was required to remove the needle back into the sheath. Did the patient require any additional procedures as a result of this event? N/a, yes, no additional procedures were required as a result of the event what intervention (if any) was required? A new needle was opened, no other interventions were required. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same procedure completed with a different needle. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no other defects observed on needle prior to return? If yes, please specify what was observed and where on the device it was observed. What is the scope manufacturer and model number that was used? Scope manufacture: fuji model# eb530us was resistance felt while inserting the device through the scope? N/a, yes, no resistance was not felt while inserting the device through the scope was the scope recently serviced / repaired? N/a, yes, no the scope was not recently serviced or repaired. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? The issue was noted during needle retraction. Was the syringe used during the procedure, after the stylet was removed? N/a, yes, no yes a syringe was used. Was difficulty experienced while retracting the needle? N/a, yes, no difficulty was experienced retracting the needle. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no, as pulling the needle back forcefully the sheath pulled back as well and all came back together. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a, yes, no the scope was mildly flexed at 11r. Was the stylet partially removed when advancing the needle into the target site? N/a, yes, no the stylet was not partially removed when advancing the needle. How many samples were obtained (passes completed) with this needle? 4 samples were completed with the needle. Did any section of the device detach inside the patient? N/a, yes, no section of the device detached inside the patient? If yes, please specify: was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no slipping of the sheath was experienced during use was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no there was no difficulty attaching the needle to the accessory channel port. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no the patient coughed when the needle was advanced. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? The needle did not hit a cartilage ring in the trachea.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c1926553 of echo-hd-22-ebus-o-c was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 04 august 2022. The distal tip of the needle was observed to be broken approx. 3.1cm from the tip of the sheath no issue was observed with the sheath. The thumbscrew on the sheath extender was tightened at position 0 and attempted to be moved but unable to. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1926553 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1926553. The notes section of the instructions for use, ifu0109-7 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0109-7). Root cause review: a definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the needle kinking, retraction and breakage issue could have been induced by the scope. It is also possible that when the patient coughed the needle moved suddenly resulting in the needle kinking and leading to the retraction and breakage issues. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the additional information no section of the device detached inside the patient. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.